Event description:
Information received from the field does not address the the patient's clinical status but notes that at implant, capture was not observed. A pre-implant interrogation was normal. Attempts to get capture by programming the rate to 100 ppm and the amplitude to 7.5v, 1.5ms in both polarities were unsuccessful. The marker channels were showing ventricular pacing at the programmed rate, but the patient was not capturing. Therefore, a new device was placed.